Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed; however, extensive device damage and contamination was found. Upper case damaged was noted. The upper and lower cases, battery release, release o-ring, and ring cover were contaminated. The control knobs functioned properly but were contaminated. A broken battery drawer, ring cover, and one side bail cover was observed. One side bail cover and side bail were missing, and the battery contacts were compressed. The extensive damage and contamination found was consistent with mechanical abuse and could be related to the reported event.

Event description:
It was reported that the device shut off while being used on the patient, even after a new battery was installed. No patient complications have been reported as a result of this event.